Event description:
It was reported that during a procedure, there was a loosening at the end of fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a procedure, there was a loosening at the end of fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.